Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger .product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4)

Event description:
Information received from a health care provider via a manufacturer representative (rep) reported that the patient's implantable pulse generator was discharged. The patient came to see a new pain management physician where the issue was identified as the patient had not charged for approximately one year. Interrogation was attempted then the patient was placed on a trickle charge. The rep reported that she was to meet with the patient, and then later reported that the physician and patient had decided to replace the battery. No further outcome was reported. The event occurred during normal use.